Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump was not able to complete the rewind step. Reportedly, the pump piston stuck out too far for a new cartridge to be loaded into the pump. It was noted that the piston was not moving when attempting to perform further rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.